Manufacturer narrative:
Other text: additional information was received with event date and patient details, updated a2, a3, b3. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd extension set was leaking. The filter had a tiny hole and the medication was leaking out. This was the second occurrence of this happening. Reported product fault did occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury.